Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, device specific information was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article in european society of cardiology was comparing electronic magnetic interference (emi) with old and new implantable devices. An rf telemetry issue occurred due to emi. Specific patient information is unknown. Details are in the article titled "emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices." Patient specific information is unknown. Further information is not available. Yalcin, yunus c., kooij, claudette, et al. Emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices. Europace (2020) 00, 1¿4. Doi:10.1093/europace/euaa006.